Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material exiting the channels. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was received but is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material from the channel could not be identified. The root cause of the foreign material from the channel could not be specified. Additionally, the black foreign material that clogged the nozzle could not be specified from obtained information. The root cause of the clogged nozzle could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide new information obtained during product estimation. The device was returned to olympus for evaluation and the customer's allegation from the initial report of foreign material exiting the instrument channel (including auxiliary water channel) was not confirmed. The device evaluation found air/water flow issues from the air/water flow system. The nozzle was found clogged. Distal end glue was worn out. One light guide-rod lens unit was cracked. The plastic distal end cover was scratched. The light guide-mount unit was deformed. The universal cord unit was slightly wrinkled. The air leak inspection did not show any water leakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.